Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module objective lens cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the us connector body broken, the light guide cable buckled, the ccd/us probe unit cracked, the lg prong corroded, the lg prong top corroded, the lcb distal cover glass missing, the junction case loosened, the insertion flexible tube (ift) worn out, and the us connector cable worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.